Event description:
During treatment, the nurse discovered necrosis of the skin tissue at the surgical site of the patient. After removing the access port, it was found that there was leakage from the catheter, which caused the leakage of chemotherapy drugs.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under # 510k130576. Batch history review: batch record file number was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the units released in april 2024. Summary of investigations the involved sample was returned for evaluation. However, no x-ray pictures was transmitted for investigation. - leakproofness test we have performed an injection test on the received access port and catheter. A leak is visible, under the connection ring. After having removed the connection ring, a micro hole is visible on the catheter. - visual inspection of the returned device: access port housing: around 5 puncture marks are visible into the silicone septum. After having removed the catheter, we can see tool marks on the exit cannula. Catheter: the catheter is still connected to the access port housing with its connection ring. It measures around 26,5cm. After having removed the connection ring, a micro hole is visible on the catheter at the level of the connection. Other tool marks are visible around the hole too. Connection ring: a connection ring is threaded onto the catheter, connected to the access port exit cannula. No damage is visible. - dimensional measures the outer and inner diameters of the used catheter were verified: they are compliant with the defined specifications. Root cause the leakage observed on the catheter is due to a small hole done by a tool at the level of the connection, under the connection ring. Other tool marks are visible around this hole. This hole might result to the extension of a catheter damage done during the implantation procedure, probably while mounting the catheter on the exit cannula. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. According to the observed damages, the root cause of the catheter leakage is due to wrong handling. Conclusion the catheter has been damaged by a tool/forceps during the implantation procedure. This led to the leak observed on the patient. In consequence, the complaint is not confirmed. It is worth noting that: - no other complaint was received on this batch. - the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. The incident is not imputable to the device, no corrective action is envisaged as IFU already gives recommendations to avoid this type of incident.